Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological this event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "thirty red tubes were found with brown or black foreign bodies in the tubes, and the tube body was yellow and suspected to be mildewed."

Manufacturer narrative:
Investigation summary: bd received 1 customer photo in support of this complaint. The photo was evaluated and verifies the issues of embedded foreign matter (dark brown/black spots) in tube wall and incorrect color. Based on the review of the photo and investigation results, this complaint for embedded foreign matter is confirmed. The root cause for the foreign matter and incorrect color have been attributed to the manufacturing process. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Corrective measures have been implemented to reduce future occurrences.